Event description:
The customer reported that she received a hydrogen peroxide contact while troubleshooting the unit. The customer stated that she was wearing gloves. The customer stated that she reached into the unit through the cassette door and received a contact on the underside of her right arm. She stated that the area turned white and had a burning sensation. The customer stated that she did not see a doctor or request treatment. The asp field service engineer (fse) went to the facility to repair the unit.